Manufacturer narrative:
The reported event of air leak could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a paroxysmal supraventricular tachycardia procedure, and air leak was noted during flushing of the sideport of the agilis 8.5 fr sheath. The tactiflex se catheter was introduced into the agilis 8.5 fr sheath when the air leak was noted. The agilis 8.5 fr sheath was replaced; the procedure was completed with no adverse patient health consequences.